Event description:
Country of complaint: (B)(6). Screws could not be fixed properly during operation.

Manufacturer narrative:
Investigation: the product was examined visually. Batch history review: the manufacturing history records have been examined and found to be within specification, valid at the time of production. Conclusion and root cause: the root cause of the failure is most probably user related. No CAPA is necessary.